Event description:
It was reported that a malfunction alarm occurred with an insulin pump, displaying a malfunction code identified as malf 0. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer service provided reset information to the caller, assisting in resetting the pump, after which the malfunction did not recur. The customer continued to use the pump for insulin therapy.